Manufacturer narrative:
Product ID 3889-28, lot# va0skvd, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The consumer reported that they had numbness and spasms. She was having numbness on the right side thigh and spasms on both legs, which occurred in (B)(6) 2015. She was having lower back problems prior to the implant but she was noticing more. Also, it was harder to sleep on their side, which occurred in 2014. She was having left hip problems in 2015. The patient was not getting therapy relief like she wanted to. She was still leaking during the night since the implant. However, she was getting 50% relief from therapy. When she was on a certain setting, she had irritation and swelling around the vaginal area. This occurred in (B)(6) 2015. The patient was going to follow-up with their health care professional (hcp). Additional information received from the patient approximately 2 months later reported that the hcp had been notified about the numbness and leakage and they had an appointment two weeks prior to the report. The hcp thought that the cause of the patient's numbness was low back problems, and suggested rehabilitation and a blad der pill. The patient noted that they had not started, and that they had a bladder infection. The patient stated that the implantable neurostimulator (ins) wasn't working well on them most of the time. They had to watch what they ate or drank and limit water, and they were getting up 3-4 times a night and leaking before they got to the toilet. The patient's indication for use was "gastrointes tinal/pelvic floor." No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.